Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient was later seen in-clinic, where the noise could be reproduced via provocative testing. Clavicular crush was suspected to be the cause of the reported noise. The device was temporarily reprogrammed, and lead revision is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was explanted and replaced to resolve the event. During the procedure, insulation damage was noted on the rv lead. The patient was in stable condition.